Manufacturer narrative:
The device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) battery prematurely depleted due to high outputs on the right ventricular (rv) and right atrial (ra) leads. The ipg system was explanted and replaced. No patient complications have been reported as a result of this event.